Manufacturer narrative:
D9: device available for evaluation? Return date, h3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar maryland forceps (bmf) as well as the associated device data and provided images. Visual inspection of the returned bmf noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. There was superficial damage to the pulley. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Additionally, the investigation detected the unreported condition of damaged pulley that has no relationship to the reported condition. The investigation found the unreported failure did not cause or contribute to the reported condition. Evaluation of the device data indicates an instance of difference in commanded and actual jaw angles, which triggers an error for ¿motor position limit¿. The logs are not able to detect physical instrument issues such as a pulley break. Review of the provided images notes the first picture shows the distal end of the instrument. There was no visible damage to the instrument. The second picture shows the housing of the instrument and the serial number matches the reported information. The third picture shows the entire instrument. There was no visible damage to the instrument. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, towards the end of a robotic laparoscopic distal pancreatectomy and splenectomy when the specimen was already in the bag, the surgeon attempted to deploy the bipolar maryland forceps (bmf), it was broken without grasping any tissue. The surgeon was unable to control the instrument and had to remove it along with the port to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, towards the end of a robotic laparoscopic distal pancreatectomy and splenectomy when the specimen was already in the bag, the surgeon attempted to deploy the bipolar maryland forceps (bmf), it was broken without grasping any tissue. The surgeon was unable to control the instrument and had to remove it along with the port to resolve the issue. There was no patient injury.